Event description:
The customer stated she was hospitalized for high blood glucose levels. Troubleshooting was performed and the insulin pump passed the required tests, however, the time was off by twelve hours. The customer was unsure if the bolus wizard programming was correct. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.